Manufacturer narrative:
(B)(4); device was not returned for evaluation.

Event description:
It was reported that during an unknown procedure, the clips were scissoring on vessels and transecting vessels. During the procedure, the surgeon managed the vessel transection and gained hemostasis. It was not known how the case was completed. There were no patient consequences reported. The device has been discarded.